Manufacturer narrative:
Device not returned, followed up with company representative.

Event description:
It was reported that an x-stop device was implanted at level l4/5 in a patient enrolled in a (B) (6) clinical study. The patient had the device removed by a different physician due to pain. The patient reported that the device "moved and broke my spine in two places." No additional information was reported.